Event description:
Caller states that the following readings were obtained on a patient, using the inform system compared to a lab reading, within 10 minutes: 72 mg/dl (inform) and 222 mg/dl (lab). No actions taken based on device results. No adverse event reported. Caller states that controls were run and passed prior to the incident; however, actual results were not provided. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.